Event description:
The pt has been experiencing an increase in seizures. It is unk whether the increase in seizure is above the pt's pre-vns baseline. It was reported that previously the pt did not experience seizures everyday, but that now they experience many seizure per day. The pt will be admitted to the hospital to undergo eeg's and device parameter increase. Further follow-up revealed that while the device was set to very low settings (.25ma), the pt went into status and was admitted to the hospital where they received stitches.